Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 260 mg/dl. Reportedly, the bg levels were impacted because the customer entered the settings incorrectly. The contact stated that the correct settings have been obtained from the health care provider (hcp) and requested assistance with entering the correct settings into the pump. However, when tandem technical support was in the process of walking the contact through the process, the contact stated the hcp would be contacted again for clarification on the settings. The customer delivered a bolus via the pump to stabilize impacted bg levels. It was reported that the customer will revert to manual injections to continue insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.